Manufacturer narrative:
During follow up, the customer stated that bg levels had come back down. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (400s mg/dl), and customer was unable to get them back down. Customer believed that the pump was working incorrectly, as the issue had been ongoing for the past few weeks. Elevated bgs were treated by administering a correction bolus. System check was performed with tandem technical support, and the pump performed as intended. Recommendations was made to discuss elevated bgs with a healthcare provider.